Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider of a clinical study reported there was lead migration/dislodgement with inadequate pain relief. The patient had a loss of stimulation in upper shoulders and neck with jolts of stimulation with movement. Fluoroscopy revealed the leads moved medially in their spine. The device was interrogated but no data was available. Intervention involved explant and replacement of the lead. The event was considered resolved without sequeale. Etiology was related to the device or therapy and unlikely related to the implant procedure.

Event description:
It was reported that the patient wasn¿t using the stimulation at the time of the report. The leads had slipped. This happened once after the permanent implant was done. The patient went back 10 days after the surgery. The healthcare provider (hcp) thought they may have turned their head at some point and it slipped down. The patient had a lot of flexibility in their joints so this may be why it occurred. The patient was going back in two weeks after the report to anchor the leads in place. The hcp also noted they would be opening the area up another inch so they had more to work with. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the left lead had slipped and migrated out of position. They replaced everything but the implantable neurostimulator (ins). Prior to the revision, the patient could not feel stimulation on the left side.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).